Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst commented that the lead was returned with the helix fully retracted with tissue visible. Concomitant medical products: 37742, neuro programmer, (B)(6) 2007, 377760, lead, implanted: (B)(6) 2007, 377760, lead, implanted: (B)(6) 2007, d224drg, ICD, implanted: (B)(6) 2010, 694965, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was suspected to have fractured. The lead was programmed off. The right atrial (ra) lead dislodged while removing the rv lead. The rv and ra lead were removed and replaced. No patient complications have been reported as a result of this event.